Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced a hypoglycemic event while using the infusion device. The patient replaced the cartridge and infusion set, while priming the device the patient mistakenly connected the tubing to the infusion set and injected approximately 30 units of insulin. The patient experienced hypoglycemia and received a blood glucose result of 65 mg/dl on the performa combo system. The patient required a lay person to treat him with a sugar drink. The patient was not hospitalized. The infusion device was not requested to be returned for product evaluation.